Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A user facility reported that after mixing batches for the morning treatments a granmixer began to smoke from the mixer motor unit and was also reported as noisy. There were no sparks or flames observed, and the unit was powered down. A biomedical technician investigated the granmixer and turned it on, and the mixer motor did not smoke, but seemed off-balance and made a loud rumbling noise. The mixer motor was removed and replaced with a back up motor. The granmixer was then operational and functioned normally;ly. The affected motor that was smoking was the original motor of the unit, as there had not been a previous replacement. There was no previous indications of overheating or smoking on the unit or mixer motor prior to the malfunction. There was no patient impact or harm, no impact to any of the facility employees. No treatment was impacted and the facility was able to properly mix the granuflo batches for treatment. There was no damage to the facility or other parts of the machine.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, the facility reported that they replaced the mixer motor which resolved the issue. The machine was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.